Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc assumed that the defect of the mainboard was caused by aging. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject devices have not been returned to omsc but were returned to olympus medical systems india private limited (omsi) for evaluation. And omsi confirmed that the reported event was caused by the failure of the mainboard of the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During a gastroscopy, the endoscopic image was not displayed. The procedure was completed. There was no report of patient injury associated with this event.